Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism. If the cannula did not deploy, insulin delivery would be interrupted, contributed to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's parent reported that when the son's blood glucose reached 320 mg/dl, they noticed that the cannula had not deployed.